Event description:
It was reported that at time of 6 week follow-up, x-rays revealed that the slotted connector on both the right and left side of the construct at s1 were loose from rods. This medwatch report is being filed the one event involving two slotted connectors that had loosened. Both items are catalog number 175450010, lot bdf4vsn.

Manufacturer narrative:
Visual inspection of the returned s1 connectors and other removed connectors found several wear and tear marks on the faces of the connectors. No device defects or other abnormalities were observed during evaluation of product. Results of the examination of x-ray images appear to indicate connector loosening. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, connector loosening may have occurred due to the lack of washer placement within the construct. A total of two washers will fit below a slotted connector on a pedicle bolt as indicated in the surgical technique. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.